Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurs.